Manufacturer narrative:
No evaluation conducted to date due to no product being available for return. Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Event description:
It was reported that t-2 would not deploy, a backup was used to complete the procedure. No patient injury was reported.